Event description:
The facility reports a pt was being lifted out of the bath when the left clip broke. The pt fell, hitting shin on the edge of the bath. The pt lifted pt onto the shower trolley. The pt suffered a bruise on the shin and left arm and a slight concussion.